Event description:
Add'l info rec'd from MFR 11/07/03: the surgeon involved has not provided add'l info. A request for records of the surgeries and pathology results has been submitted to the health care facility. A causal relationship between the surgiwrap product and the reported incident cannot be determined at this time.

Event description:
According to surgeon, macro pore "created a foreign body reaction, which caused obstruction of the small intestine but also had caused adhesions between the distal transverse colon and the small bowel".